Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with the device header and lead eroding through the pocket. There was no known associated infection with the erosion. The system was explanted . The patient was stable. Related manufacturer reference number: 2017865-2019-16656.

Manufacturer narrative:
Analysis was normal. No anomalies were found.